Manufacturer narrative:
The user reported experiencing multiple hypoglycemic episodes while using the ilet during the first 26 days of therapy but was unable to recall the specific dates, frequency, or complete clinical details of the reported events. The lowest recalled blood glucose was approximately 65 mg/dl. No device malfunction was identified during complaint intake, and no prior complaints documenting hypoglycemia were found. The user declined additional training and requested to discontinue use of the device. Because the cause of the reported recurrent hypoglycemia could not be established, a device contribution cannot be excluded. Although no serious injury was reported, recurrence of an unidentified insulin dosing problem could reasonably be expected to result in a serious injury if it were to recur. Therefore, this event is considered reportable under 21 cfr 803.50(a)(2) as a reportable malfunction. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on unknown event dates, the user experienced multiple episodes of hypoglycemia while using the ilet, with the lowest recalled blood glucose approximately 65 mg/dl. No medical treatment was reported. The user discontinued ilet therapy and requested to return the device.